Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unknown antibiotics (doses, frequencies and routes not reported) for the event of peritonitis. Twelve days after the onset, the patient recovered from the peritonitis and the unspecified antibiotic therapy was discontinued. Dianeal therapies were ongoing. No additional information is available.